Event description:
The customer reported that the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative verified the voltage at the 5vdc circuit, the c-arm, the generator printed circuit board, and the workstation backplane as well as reseated all the workstation printed circuit boards. The system was tested and found to be working as intended and put back in service.